Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/22/2021. Additional information: component code: g07002 device not returned. H3 evaluation: complaint sample was received from the customer for evaluation. After opening the primary pack, two samples or trocar with drain ware round and both the samples were of different product code for which the complaint was registered. Both the samples received for the evaluation was of different product code 2227 (blake (r) drain hbls 10fr ) while the complaint is registered or product code 2233 (blake (r) drain hbls 15 fr). Two primary pouches of lot numbers j2009067 and j2003146 were also found inside but both the lots belong to product code . As the complaint sample did not match with the actual complaint product code registered, investigation was not performed. Retain sample of the same lot .were checked visually and found within the specified criteria. There was no hole/damage was found on the drain. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please review and advise, we received 2 samples of product code 2227 but the complaint is for product code 2233 was this an error in product returned? Or should the product code for the patient event be updated to 2227? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/14/2021. H3 evaluation: complaint sample was received. Samples were evaluated and on one of the samples, adhesion mark on the trocar was found. However, very small mark on the drain was observed. The complaint is verified as trocar adherence to drain. CAPA initiated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/12/2021 corrected data: d1, d4 additional information: d9 additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please review and advise, we received 2 samples of product code 2227 (blake (r) drain hbls 10fr ) but the complaint is for product code 2233 (blake (r) drain hbls 15 fr). Was this an error in product returned? The sales rep reported that product code is 2233. However, the returned product was unchecked at jjkk and sent to cglab. There is a high possibility that the reported product code is mistake. Should the product code for the patient event be updated to 2227? Yes this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) corrected data: d1, d4

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information has been requested and received. If the further details are received at a later date a supplemental medwatch will be sent. Was another drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically during a second procedure? Device return status. We regularly contact with sales rep about the device returning. No further information will be provided. There was no additional invasion to the patient (such as an additional incision).

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2021 and a drain was used. During surgery, suction could not be done properly probably because the drain was already damaged. Further details are not provided. There were no adverse consequences to the patient.